Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the outer insulation was breached cut, there was blood in/on the helix mechanism, and the lead was damaged at implant.

Event description:
It was reported that during the implant attempt as the physician was extending the helix, the lead "jumped forward". The helix was extended and the lead impedance was high. The helix of the lead was then retracted and the lead was removed. A new lead was implanted. No patient complications have been reported as a result of this event.